Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that drawer was failed and requires maintenance. A field service engineer (fse) had reseated the drawer cables and rebooted the station, but the drawer was still not being detected. The fse had then shut down the station and replaced the pyxibus control module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.